Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite burette infusion set was damaged the following information was received by the initial reporter with the following verbatim: rcc received a complaint via email. Email(s) attached. Tpn tubing was ringing off as +air in line. Bedside nurse examined the tubing and found a crack in the part that goes in the pump.

Manufacturer narrative:
The customer reported air in line alarming in tpn infusion, and returned one sample of material 10015102, lot 24015006. Upon initial visual examination, the set had no defects or abnormalities. The set was infused with water, and then the leak at pumping segment was noticed. The complaint is verified. Examination under a microscope found a very small pinhole in the silicon near the upper fitment of pump segment. The root cause for this type of failure is clinical practice. A member of our clinical team was notified about the issue. Device history record review for model 10015012 lot number 24015006 was performed. The search showed that a total of 7,503 units in 1 lot number was built on 03jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.